Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained.

Event description:
It was reported that an accolade stem, mdm poly liner and femoral head were removed. Doctor proceeded to cemented stem and replaced the dual mobility. Additional event description: patient was revised due to subsidence of stem.

Event description:
It was reported that an accolade stem, mdm poly liner and femoral head were removed. Doctor proceeded to cemented stem and replaced the dual mobility.additional event description:patient was revised due to subsidence of stem.

Manufacturer narrative:
The patient is (B)(6). An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further.